Event description:
Patient was revised to address osteolysis, which was causing pain. Doi (B)(6) 2006 - dor (B)(6) 2012 (right hip). Update: clinical report for the same revision date indicates the reason for the patients revision was adverse tissue reaction to mom

Event description:
Patient was revised to address osteolysis, which was causing pain. (Right hip).

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. Review of the device history records and/or a complaint database search was not possible for the newly added product as the required product and lot code was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address osteolysis, which was causing pain. Doi (B)(6) 2006 - dor (B)(6) 2012 (right hip). Update: clinical report for the same revision date indicates the reason for the patients revision was adverse tissue reaction to mom. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.